Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunction. No other information available. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The hemopro 2 harvesting tool and harvesting cannula were returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed on the cannula. Blood was observed on the handle of the cannula. There were no missing components observed on the c-ring. The c-ring could easily advance and retract. There were no non-conformities observed with the cannula. The harvesting tool was visually evaluated. The heater wire on the jaw was flexed away from the jaw but was attached at the tip and the base of the jaw. A mechanical evaluation was performed on the harvesting tool and cannula for there ability to fit. A reference endoscope was inserted and retracted through the returned harvesting cannula without any observed difficulty. The cannula was evaluated five times for the scope's ability to fit inside the cannula bell. A reference hemopro 2 was inserted into the returned harvesting cannula as per the instructions given in the instructions for use. The harvesting tool was able to be inserted and retracted through the adaptor port of the harvesting cannula without any resistance which could be considered as abnormal. The cannula was evaluated five times for the harvesting tool's ability to insert and retract through the adaptor port of the harvesting cannula. An electrical evaluation was performed on the harvesting tool. A pre-cautery test was performed per the IFU with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (5) repetitions using "max life test method". The device activated and transected tissue five (5) times with no cautery failure observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the IFU. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported complaint was confirmed for the analyzed failure mode "bent wire." Specific actions for the analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunction. No other information available. A replacement device was used to complete the procedure. The hospital did not report any patient effects.